Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer's blood glucose level was 52 mg/dl. The customer had been using the insulin pump system within 48 hours of high blood glucose levels. The customer treated low blood glucose level with food. The customer also mentioned that they were in the hospital during this time but not due to diabetes related. They reported that there were sensor related alerts on the insulin pump. The insulin pump was on auto mode at the time of incident. The insulin pump will not be returned for analysis.